Event description:
It was reported to philips that the battery pins were bent. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. The j2 pin 8 found to be broken on the returned battery pca. The available information is consistent with a malfunction of the battery pca. Philips cannot rule out a malfunction of the battery pca as the cause was not determined to be caused by use outside normal and expected. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted